Event description:
Information received with return of the device notes that during the implant procedure, the device was connected to the leads and exhibited aai pacing with no pacing in the ventricle. Magnet placement and reprogramming the device did not result in ventricular pacing. Therefore, the device was replaced. The patient's intrinsic rhythm was approximately 50-60 bpm.